Manufacturer narrative:
Device is used for treatment, not diagnosis. Wood, g., naudie, d., mcauley, j. And mccalden, r. (2011). Locking compression plates for the treatment of periprosthetic femoral fractures around well-fixed total hip and knee implants. The journal of arthroplasty, 26, 886 ¿ 892. This report is for an unknown synthes locking plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, wood, g., naudie, d., mcauley, j. And mccalden, r. (2011). Locking compression plates for the treatment of periprosthetic femoral fractures around well-fixed total hip and knee implants. The journal of arthroplasty, 26, 886 ¿ 892. The authors reported the use of the synthes locking plate for the fixation of periprosthetic femoral fractures in ten women and five men (average age 76 years) with a total of 16 fractures. The average body mass index was 26 kilogram-meter squared. The study was conducted between 2004 and 2006 with average follow-up 24 months. Six patients had a failure of previous periprosthetic fracture fixation which required revision surgery, three of whom were implanted with synthes device, less invasive stabilization system plate fixations. The authors reported: one patient at two years with minimal pain and a new deformity in the ipsilateral femur due to hardware failure; the femur had collapsed into 25 degrees of varus with failure to heal. The patient was subsequently revised with another synthes plate with no other failures reported. In addition, a delayed union which occurred after six months with failure to unite; this patient maintained good alignment with minimal pain until implant failure at two years; and coronal alignment in three patients in four, five and ten degrees of varus, one in valgus; lateral view revealed one patient in extension; ambulatory status at 24 months after surgery showed: walkers (five), crutches (two) and canes (four). The authors concluded with a proposed algorithm to assist surgeons in their treatment of patients with periprosthetic femoral fractures. This is a serious injury/reportable malfunction report that pertains to one patient: at two years with minimal pain and a new deformity in the ipsilateral femur due to hardware failure; the femur had collapsed into 25 degrees of varus with failure to heal. The patient was subsequently revised with another synthes plate with no other failures reported. This report is for an unknown synthes locking plate. This is report 2 of 4 for (B)(4).